Manufacturer narrative:
Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a ¿had a pinhole sized hole above the twist valve¿ which resulted in a leak. This was observed during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event, however the patient was treated prophylactically with intraperitoneal and oral antibiotics. No additional information is available.